Manufacturer narrative:
Lot number was reported as either 2018-09na or 2018-07ma. For lot # 2018-09na, the expiration date is: 09/28/2018 and the manufacturer date is: 09/2015. For lot number 2018-07ma, the expiration date is: 07/28/2018 and the manufacturer date is: 07/2015. (B)(4). Current packaging states the following: warning! Extremely flammable caution, see instructions for use. There is also a orange flame symbol on the bottle. This product, 3345n is not sold in the u.s.; the instructions for use contain only non-english languages.

Event description:
Customer reported that during surgery, a 3345n cavilon no sting barrier film wand caught fire when a diathermy knife was used in close proximity. Reportedly, the patient experienced redness and the surgeon's eyebrows were burnt. No additional information was available to date.